Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. (B)(4).

Event description:
It was reported during the patient's drainage catheter (nephrostomy) placement procedure, hub separation occurred. However, the drainage catheter was left in place for "a couple of days" after placement before being removed and replaced with another one.